Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the tilted and perforated the inferior vena cava (ivc). The patient became aware of the reported events approximately ten years and six months post implant. The patient further reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery, and living with the fear that the filter has tilted within the vena cava and perforated outside of it. According to the medical record, the patient had a history of left leg venous thrombosis (dvt) and pulmonary embolism (pe), and presented to the emergency room with a three-day history of acute increased swelling of the left lower extremity. The patient was brought to the operating room for a venogram and inferior vena cava (ivc) filter placement as an ultrasound showed a new superficial femoral vein distal thrombus and a chronic partial occlusion of the common femoral vein. A computed tomography scan suggested impingement at the left common iliac vein, suggestive of may-thurner syndrome. The optease filter venogram was performed, and the filter was deployed below the level of the renal veins. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to draw a clinical conclusion between the events and the device. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, malfunction, including perforation and tilt. The following additional information was received per the patient¿s implant records, the patient had a history of left leg venous thrombosis (dvt) and pulmonary embolism (pe), and presented to the emergency room with a three-day history of acute increased swelling of the left lower extremity. The patient was brought to the operating room for a venogram and inferior vena cava (ivc) filter placement as an ultrasound showed a new superficial femoral vein distal thrombus and a chronic partial occlusion of the common femoral vein, and a cat scan suggested impingement at the left common iliac vein, suggestive of may-thurner syndrome. The optease filter venogram was performed, and the filter was deployed below the level of the renal veins. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately ten years and six months post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilt of the ivc filter. The patient further reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery, and living with the fear that the filter has tilted within the vena cava and perforated outside of it.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter tilted and perforated the inferior vena cava (ivc). The patient became aware of the reported events approximately ten years and six months post implant. The patient further reports anxiety related to the filter. According to the medical record, the patient had a history of left leg venous thrombosis (dvt) and pulmonary embolism (pe), and presented to the emergency room with a three-day history of acute increased swelling of the left lower extremity. The patient was brought to the operating room for a venogram and inferior vena cava (ivc) filter placement as an ultrasound showed a new superficial femoral vein distal thrombus and a chronic partial occlusion of the common femoral vein. A computed tomography scan suggested impingement at the left common iliac vein, suggestive of may-thurner syndrome. The optease filter venogram was performed, and the filter was deployed below the level of the renal veins. The patient tolerated the procedure well. Additional information received indicated that the patient became aware of fracture of the filter with fractured filter struts retained within the ivc and perforation abutting an organ approximately eleven years and five months post implant. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture, tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. The IFU states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to draw a clinical conclusion between the events and the device. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient,including but not limited to, malfunction, including perforation and tilt. The following additional information was received per the patient¿s implant records, the patient had a history of left leg venous thrombosis (dvt) and pulmonary embolism (pe), and presented to the emergency room with a three-day history of acute increased swelling of the left lower extremity. The patient was brought to the operating room for a venogram and inferior vena cava (ivc) filter placement as an ultrasound showed a new superficial femoral vein distal thrombus and a chronic partial occlusion of the common femoral vein, and a computed tomography (CT) scan suggested impingement at the left common iliac vein, suggestive of may-thurner syndrome. The optease filter venogram was performed, and the filter was deployed below the level of the renal veins. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years and six months post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilting of the ivc filter. The patient further reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery, and living with the fear that the filter has tilted within the vena cava and perforated outside of it. According to the redacted-amended patient profile form (ppf), the patient additionally reports fracture of the filter with fractured filter struts retained within the ivc and perforation abutting an organ. The patient became aware of the reported events approximately eleven years and five months after the filter was implanted.